Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was complete and passed. It was mentioned that the customer and family member are nervous on the pump since the customer has been in and out of the hospital a few times. A replacement pump was requested.